Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from the nurse in (B)(6) of peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11h02022 and h11h18044 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.